Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 upon sensor applicator removal, sensor wire detached from sensor pod. Patient did not report any further injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported possible detached/missing sensor wire. The root cause was determined to be a detached wire.